Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. It was reported that access vessel was as narrow as 6-7mm in diameter, and delivery system could not be advanced to the intended landing zone. Replacement of 8mm synthetic vessel was performed between approximately 1.5cm below from the origin of external iliac artery and femoral artery; however, the delivery system could not advance beyond the native external iliac artery. The physician had difficulties advancing the device however was able to successfully deploy the stent graft at the intended landing zone. It was reported that upon removable of the delivery system the external iliac artery was adhered to the delivery catheter. It caused severe bleeding and the patient experienced a sudden drop in blood pressure. After the aorta was occluded by a balloon, the physician replaced synthetic vessel was extended to the proximal side. A blood transfusion was given to the patient, and the blood pressure returned to a normal level. No additional clinical sequelae were reported and the patient is doing fine.